Manufacturer narrative:
Results of investigation: vyaire medical representative went onsite to verify the issue. The exact root cause could not be determined as the issue is no longer reproducible. Most likely previous attempt failed due to corrupted sw / usb. After first restart attempt, the sw latest version was updated and the process became successful. Unit software is now completely updated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us not accepting software and the unit went black screen during unit software update. Furthermore, there was no patient associated with this event.